Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (200 mcg/ml at 91.99 mg/day) via an implantable infusion pump. It was reported that there was difficulty refilling the pump and the hcp suspected that the pump may have been partially flipping in the pump pocket. It was noted that the patient was a "fiddler" due to the history of their last pump flipping. A pocket revision was being performed and the hcp would ensure the pump was properly oriented and secured in the pocket. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.